Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number mw5093401 that a female patient who underwent an unspecified breast surgery with smooth mentor memorygel breast implant (475cc on one side and 800cc on contralateral side) has experienced unexplained systemic symptoms postoperatively, including chronic fatigue syndrome, ibs and gastro issues, and severe inflammation. Patient reported visiting a rheumatologist multiple times, and have had many bloodworks performed. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the second of two implants.

Manufacturer narrative:
On 12-may-2020, mentor became aware that the initial reporter was omitted. Entry fields have been updated. Manufacturer¿s reference number: (B)(4).